Manufacturer narrative:
(B)(6) 2018. A third-party biomedical engineer as well as members of the hospital staff reviewed the device event logs on the device screen and it was determined that the logs listed several disconnect alarms around the time of the patient event. The customer reported that there is no allegation of a device malfunction but that the device functioned as designed. The hospital biomed will evaluate the ventilator and will send it to philips for further evaluation. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the patient used the device only at night during sleep. The patient was placed on the device at about 11pm (B)(6) 2018, experienced labored breathing at about 12:30 (B)(6) 2018, and received a nebulizer treatment at 1am. The customer reported that the device disconnect alarm sounded briefly several times as the patient would remove and reposition the mask; at about 3am the caregivers assisted the patient reposition; at about 3:30am the patient coded, cardiopulmonary resuscitation (CPR) was performed by hospital staff, 911 was activated and ems personnel performed CPR per protocol. The customer reported that the patient expired.

Manufacturer narrative:
(B)(6) 2018. The device was sent to (B)(4) for further evaluation and to complete download of the report of device codes (drpt). The (B)(4) technician found a dirty air inlet filter and the battery would not fully charge. (B)(4) principal engineer assessed the drpt. The drpt revealed no indications of any hardware or software issues at the time of the reported event. The technician replaced the air inlet filter, battery, and the system user interface printed circuit assembly; ran performance verification, and all testing passed.